Event description:
It was reported that the insulin pump did not alarm no delivery, despite the customer having found a bent infusion set cannula. The blood glucose reading was unknown. The caller was advised that the no delivery alarm was a pressure alarm and was instructed to call for troubleshooting at the time of the event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.